Manufacturer narrative:
The clip remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effects of persistent or residual mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and due to the flailed posterior leaflet. The reported tissue damage resulting in mr appears to be due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1. On (B)(6) 2020 an enlarged atrial septal defect from the initial procedure was treated with a closure device. Additionally, during echocardiogram it was noted that one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. Tissue damage was suspected. A second mitraclip procedure was performed. One clip was implanted, reducing mr to 2. No additional information was provided.